Event description:
It was reported that the end of the injector tubing that connected to the patient "blew" during the brain stimulation injection. When the broken line was replaced, the other line also broke apart. There were unknown patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Device evaluation: per visual inspection: the rotator was observed to be separated from the tubing. The complaint was confirmed due to the separation observed between the tube and the rotator. The most probable cause is related to a gap between the tube and rotator during manual solvent bonding process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.